Event description:
It is reported that the device was implanted in 1997. Approximately 9.5 years post-op, the patient developed osteolytic lesions in the tibia. The device was revised in 2007.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product or x-rays were returned for evaluation.